Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently did not note that the generator was implanted less than a year when high impedance was detected (B)(4).

Event description:
The patient's generator had been implanted less than a year when high impedance was detected. It was reported that the patient underwent surgery to correct the high impedance and the surgeon found that the lead pin could be removed without untightening the set screw. The surgeon re-inserted the pin and the high impedance resolved. No products were explanted during surgery. The surgeon that implanted the generator indicated that he hadn't tightened the set screw until it clicked while implanting the generator. No further relevant information has been received to date.

Event description:
It was reported by the neurologist that high impedance was observed on the patient's generator .no further relevant information has been received to date. No known surgical intervention has occurred ot date.